Event description:
It was reported that this insertable cardiac monitor (icm) device was hurting the patient when they laid on their side. In addition, the patient reported that the device had flipped around under their skin and caused irritation. Subsequently, the patient underwent a surgical procedure to have their icm device explanted. Additional information has been requested but not provided. Due diligence has been completed. No additional adverse patient effects were reported. This icm device has not been returned for analysis.